Manufacturer narrative:
Additional information has been requested of the field, however no information has been provided. Should additional information become available, this report will be updated.

Event description:
Boston scientific rec'd information that during the patient's screening for the subcutaneous implantable cardioverter defibrillator (s-ICD) implant, they had very good sensing amplitude. Now, the patient was just implanted and they are seeing really low r-wave amplitudes. In the best vector, beats were being classified as noise. The other vectors, they were undersensing the amplitude. It was noted the electrode was positioned just left of the sternum and the implant was really deep and right on the fascia. Boston scientific technical services (ts) was contacted and is concerned that positioning may be sub-optimal due to the observations. It was noted the patient is larger in size, but is very compact in the upper body region. The field service representative described a 1 cm gap on fluoroscopy between the ribs and the device.